Event description:
It was reported to covidien on 09/24/2009, that a customer had an issue with a uvc. The customer reported the dual lumen catheter was inserted into the baby; the doctor started to inject water into the catheter. At this time, doctor found that the catheter at the end of the luer lock hub was broken and water was coming out.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B) (4).